Event description:
The insulin pump was returned without a complaint. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device was received with cracked case near to the display window, cracked reservoir tube, and missing end cap sticker.